Event description:
A customer reported that their t:slim x2 pump battery would not charge, despite using the provided tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by using a different set of charging supplies, consisting of a non-tandem charging cable and the tandem wall adapter. Technical support advised against using non-tandem charging supplies unless for troubleshooting, and a replacement tandem charging cable was sent to the customer.